Manufacturer narrative:
Received one used device for evaluation; an occlusion was observed on the sample. However, once the samples were flushed a blood clot came out and after that no longer occlusion was observed. The reported complaint of no flow could be confirmed. A blood clot was observed in the sample, blocking the flow. Once the blood clot was flushed out the sample met product specifications. The probable cause was due to sample was not flushed after use. Lot history review was conducted, and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
An incident involving a tego connector, reporter stated that after changing this new tego connector and after it was attached on the hemodialysis catheter, it was difficult to get blood out of the catheter. There was patient involvement and no harm/adverse event reported.

Manufacturer narrative:
The device has been requested for evaluation, however, it has not yet been received.